Event description:
Customer reported unexpected negative reactions were observed on cell I (heterozygous fya) of capture-r ready screen (crrs)(3), lot r037 when testing a patient sample containing anti-fya on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrs(3), lot r037. The customer did not return product or sample for investigation testing.